Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report..

Event description:
It was reported that customer was using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 37 mg/dl and the highest blood glucose level was 476 mg/dl. Customer's current blood glucose level was 34 mg/dl. The customer was assisted with troubleshooting. The customer did not any experience related to low and high blood glucose levels. The insulin pump will not be returned for analysis.